Event description:
It was reported that the patient presented in the ER after receiving inappropriate therapy due to oversensing. High impedance and loss of capture were observed. Lead to be revised.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.